Event description:
The report indicated that leakage occurred from the base of the oxygentor during bypass surgery. The device was changed out with no pt compromise. To date, no product has been received for complaint analysis.